Event description:
It was reported that a leak and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. At a routine 45 day follow up, transesophageal echocardiography (tee) imaging showed a possible fabric leak and a small device related thrombus on the face of the device. The size of the leak was not known/provided. There was no intervention performed or planned.